Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 380 mg/dl and current blood glucose was 532 mg/dl. Insulin pump was not dispensing the insulin and did the bolus wizard and it was not letting my insulin go down. Customer went to dinner and blood glucose was 380 mg/dl and took a bolus and after eating and coming his blood glucose went up to 580 mg/dl. Customer has been dealing with continued highs. Customer reported the following symptoms related to their high blood glucose light headed. Previously the blood glucose was 599 mg/dl, customer treated high blood glucose with injections. The blood glucose values were 323 mg/dl, 277 mg/dl, 326 mg/dl, 316 mg/dl, 396 mg/dl, 371 mg/dl, 306 mg/dl and 327 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer also reported large air bubbles along the tubing length. There were white spots and 3 air bubbles. Approximate size of air bubbles is 2 that look likes 16th of an inch, and one an 8th of an inch. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Customer experienced lows in the morning and did not remember that he does not know one was 58 mg/dl and 52 mg/dl but unsure when and how many lows. Customer reports bolus history displays all bolus entries based on their recollection. The device will not be returned for analysis.